Manufacturer narrative:
Results: complaint about of "invalid impedance" was confirmed. As received, the two leads were examined under the microscope revealed discoloration in the lead body. Stimulation and terminal end electrodes were intact. One lead body was breached approximately 20 cm from stimulation end. No broken wires were found in both leads. Both leads failed the electrical test for open. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref. MFR. Report#: 1627487-2014-25539 and 1627487-2014-25540. The pt has two extensions from the same lot number. It was reported during the pt's (B)(6) visit lead diagnostic testing identified invalid impedance measurements. Subsequently, the pt's leads and extensions were explanted and replaced. Effective stimulation was restored postoperative.